Event description:
It was reported that a pt with an ankle fracture had an ankle non-union procedure. The surgeon used a ring fixator and installed fourteen reduction wires on the ring. On the fifteenth and last wire the tensioner fell apart and the wire was stuck inside the tensioner. All pieces were retrieved; surgeon cut the wire from the ring and used the (B)(4) method to install the wire to the ring. The procedure was completed without pt harm. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received without visual damages. Functional testing resulted in the tensioner being able to hold and loose wires as required. Recreation of the reported event was not possible. The reported event is possible indicative of extreme lateral forces applied during the procedure. A review of the device history record did not show issues that could have contributed to the reported event.